Manufacturer narrative:
The returned device and was visually inspected and functionally tested. Failure file confirmed system notice message 50005 "leak detection" for the date of case. Bin file shows system notice message 50012 "obstructed flow" at the beginning of all injections. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 11 injections. The catheter failed the performance test due to system notice message 50005. Dissection / pressure tests show guide wire lumen kink at 0.5, 1.66, 2.15 and 3 inches proximal from the tip and also revealed guide wire lumen breach at 0.5 inches from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred. The catheter was replaced and the cryoablation procedure was completed without further issues. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2014.